Event description:
It was reported that underfilling occurred while using a bd vacutainer® edta 2k tube. The following information was provided by the initial reporter, translated from japanese to english: tube didn't draw enough volume of blood.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that underfilling occurred while using a bd vacutainer® edta 2k tube. The following information was provided by the initial reporter, translated from japanese to english: tube didn't draw enough volume of blood.